Manufacturer narrative:
H6 medical device problem code a051104 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During removal, a kink was noted on the white catheter inside the sock near the tuohy-borst valve (about 45 centimeters). This prevented the catheter from advancing inside the tuohy-borst valve, but only from retracting to allow removal. The client explained that during the placement, they repositioned it. This was because during implantation, it was at 5 cm, while they noted it was at about 3.8 cm. Pressing the blue button and trying to push the catheter into the tuohy-borst valve would have caused kinking, so it was decided to leave the device at 3.8 cm for the entire placement. The patient's outcome was stable.

Manufacturer narrative:
Additional information has been provided in d9 and h6.